Manufacturer narrative:
This report has been identified as (B)(4). The device has been requested to send it for investigation to (B)(4). The history files were read out and analyzed. During the analysis of the history log files it could be detected, that no infusion therapy was performed on the day of occurrence. The infusion was started with a rate of 3ml/h. After a few minutes, the device stopped with an error code "too many drops". The reason for the error could not be clarified. During the visual inspection of the infusomat space, it was possible to detect, that he cover caps on the screw pillars were put on afterwards from an unknown person, they are not fully pressed in. The technician seal on the lower housing part was missing. The device was in a clean state and no visible damages could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +1,38 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled and the inside was investigated. No damage were found. The front frame has to be changed because of the damage seal. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(6): "overinfusion" customer information: noradrenaline infusion was connected to the infusion pump. When the infusion was started at 3 ml/h, the patient's blood pressure rose too high. The infusion was stopped. The patient's blood pressure dropped so that the infusion was needed again, the situation recurred, then the infusion pump reported "too many drops". The infusion was stopped. Checked that it was correct drip counter attached. The pump door was then opened and it was found that the segment part of the tubing was completely flattened. The device was then replaced.